Manufacturer narrative:
H3) onsite functional and visual examination was performed by a manufacturer representative. The door opening and ps1 was adjusted and the issue was resolved. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system closed around a patient but could not take any shots. They rebooted the system, but that did not resolve the issue. They removed the imaging system from the case. The system worked on the first spin, which started the surgery, but failed on the second. The site used a c-arm to continue. They were unable to report if there were any error codes on the system or if it was 2d or 3d spins. Medtronic imaging and navigation was aborted.